Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator was returned for failure analysis due to the reported error c-34, which was confirmed and reproduced on the system. The log showed error 25913 c-34 errors. Visual inspection was performed, and it confirmed that the unit has no significant scratches or dents. The front bezel was in decent condition. The unit was placed on golden system and was run in normal mode. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34. This error indicates a lower voltage than expected during energy activation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, it was informed to the technical support engineer (tse) that an error c-34 was encountered, indicating that the bipolar function could not fire. Tse recommended power cycling the generator unit, but the issue persisted. The customer did not have a spare unit, so they attempted to complete the procedure using the monopolar function. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the procedure was completed using the third-party generator, and the isi generator was replaced after the procedure.